Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for radiculopathy. It was reported that the patient was at the hospital with the consumer who was hospitalized, and the patient felt his stimulation go up and down. This happened to the patient other times before whenever he went through security gates like at (B)(6). The sensation was like stimulation changing up and down. The patient would use the patient programmer to adjust it after it happened. The patient and consumer were unable to make adjustments to stimulation at the time of the call to the manufacturer on 2016-nov-07 due the programmer being misplaced. The patient and consumer were to follow-up with a healthcare professional. A replacement programmer was ordered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.